Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in a calcified moderately tortuous right superficial femoral artery. Upon the first inflation at 6 atm a 5.0 x 40/135 (4f) sterling balloon catheter ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.